Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced six infusion set infusion set fell off during use. The events occurred between 15-18 mar 2024. The blood glucose level at time of event was noticed 12mmol and patient resolved it by taking control iq adjusted insulin with a autocorrection bolus. No further information available.

Manufacturer narrative:
Device 1 of 6. Patient country: united kingdom.